Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the condition of the sample it is confirmed that the covered stent could not be deployed. A force transmitting catheter segment inside the handle was found to be fractured due to increased deployment force. In this case there was no report of inadequate flushing or use of inadequate accessories. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant instructions for use for this product, the potential issue was found addressed. Based on the instructions for use inaccurate deployment, failure to deploy, high deployment forces are delivery system specific events that could be associated with clinical complications. Covered stent deployment procedure was found sufficiently described. E.g. The instructions for use states: "do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement." Regarding accessories the instructions for use states that heparinized saline, 0.035 inch guidewire, introducer sheath with appropriate inner diameter and balloon angioplasty catheter for pre and/or post dilation are required materials. The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified . (Expiry date: 02/2022).

Event description:
It was reported that during a stent placement through brachial, the device allegedly failed to deploy, reportedly the deployment wheels of the handle were blocked. The procedure was completed using another device. There was no reported patient injury.